Manufacturer narrative:
Insulin pump passed displacement test, basic occlusion test, occlusion test, prime/delivery test and excessive no delivery test. No excessive no delivery alarm. Unit received cracked case display window corner. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip. Pump received with cracked reservoir tube. Unit received with cracked lcd window. Pump received with cracked case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
Customer reported via phone call of receiving excessive no delivery alarms. Customer's blood glucose was 500 mg/dl. Troubleshooting was performed and customer reported that insulin did exit during a 5.0 fixed prime, but the amount that did exit was less than the amount that should have exit. Troubleshooting continued and customer was advised that no delivery was due to the set reservoir connection. Customer also reported that insulin pump had a crack in the front. Customer was advised that insulin pump would need to be replaced.